Event description:
It was reported that the closure top backed out post-operatively. No further info is available at the time of this report.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause of this event was operational context as the device performance was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.